Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failed. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failed. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer received a call and began troubleshooting the issue with the on-site staff. However, the issue could not be resolved at that time as the pharmacy technician was not present. Since the cubie issue required pharmacy staff to replace the component, the technician emailed the pharmacy, offering assistance. Attempted to contact the pharmacy by phone but received no answer, then dialed in remotely and found that the issue had already been resolved by the pharmacy staff. The system functioned as intended after the customer resolved the issue.